Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a blade detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous radial vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use at the lesion area in autologous blood vessel right before the artificial blood vessel. At first, the physician did not notice that the blade was detached. During removal, the sheath was not caught in the loop of the blood vessel and had no angle. When the physician applied the pressure to the balloon after removed, the detached blade was confirmed, so CT and other examinations were performed, however the detached blade was not found. Finally, the detached blade was confirmed that it was caught in the sheath. The physician said that the negative pressure may not have been sufficient, but both inflation and deflation were used with 1atm for 5 seconds. The detached blade was removed together with the sheath and the procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination was performed on the returned device. It was noted that one of the blades was completely detached from the balloon material. The blade was stuck in the customers sheath that was received with the device. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified the returned balloon were relaxed with evidence of inflation media in the balloon. A visual and microscopic examination identified no issues with the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no damage or kinks to the shaft of the device. No other issues were identified during the device evaluation.

Event description:
It was reported that a blade detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous radial vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use at the lesion area in autologous blood vessel right before the artificial blood vessel. At first, the physician did not notice that the blade was detached. During removal, the sheath was not caught in the loop of the blood vessel and had no angle. When the physician applied the pressure to the balloon after removed, the detached blade was confirmed, so CT and other examinations were performed, however the detached blade was not found. Finally, the detached blade was confirmed that it was caught in the sheath. The physician said that the negative pressure may not have been sufficient, but both inflation and deflation were used with 1atm for 5 seconds. The detached blade was removed together with the sheath and the procedure was completed using this device. No patient complications were reported.